Event description:
It was reported that an error code occurred when an external pulse generator was powered up. Technical services instructed the caller to remove and replace the battery and then restart the epg and there was no error code. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.